Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a in stent stenosis in the subclavian vein, the pta balloon allegedly ruptured. Reportedly, after the rupture occurred a portion of the balloon segment got stuck on part of the stent. The health care provider used a covered stent to pin the balloon segment to the original stent. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive as device or photos were not returned for evaluation. It is possible that the originally placed stent could have contributed to the balloon rupture. However, the definitive root cause is unknown. Labeling review: the current IFU states: select a stent graft length that ensures that the entire lesion is well covered with the device and that the stent graft extension into the healthy vein in minimal. Allow approximately 10 mm of the stent graft to be situated beyond the stenosis into the non-diseased av graft and approximately 10 mm of the stent graft to extend beyond the stenosis into the non-diseased vein. Precaution: the safety and effectiveness of the device if placed across an angle that is greater than 90º have not been established. Potential complications and adverse events: complications and adverse events associated with the use of the flair¿ endovascular stent graft may include the usual complications associated with endovascular stent and stent graft placement and dialysis shunt revisions. Previously reported complications include: thrombotic occlusion, restenosis requiring reintervention, pseudoaneurysm, vessel rupture, perforation, pain, infection, hemorrhage, hematoma, arm or hand edema, steal syndrome, congestive heart failure, cerebrovascular accident and death. Stent graft specific events that could be associated with clinical complications include stent graft misplacement, stent graft migration, stent graft fracture, stent graft kinking, insufficient stent graft expansion and stent graft embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a in stent stenosis in the subclavian vein, the pta balloon allegedly ruptured. Reportedly, after the rupture occurred a portion of the balloon segment got stuck on part of the stent. The health care provider used a covered stent to pin the balloon segment to the original stent. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.